Manufacturer narrative:
On 09/27/2019, the suspected medical device was returned for analysis. On (B)(6) 2019, mentor received additional information regarding the revision surgery and replacement devices. The patient underwent bilateral removal and replacement with two 550cc mentor memorygel breast implants ( l: catalog #: 3505501bc, serial #: (B)(4), r:catalog #: 3505501bc, serial #: (B)(4). On 10/21/2019, the investigation on the suspected medical device was completed. Previously, wrong lot # was reported for the reported device. The correct lot # is 7623501. The relevant fields have been updated. Investigation summary: during evaluation of the sample, it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: grade IV capsular contracture. Concomitant medical products: 400cc mentor memorygel breast implant, catalog #:3504001bc, serial #:(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implants and experienced postoperative right-sided grade IV capsular contracture. The diagnosis was confirmed by a physician on (B)(6) 2019. As a result, the patient underwent removal and replacement with a 475cc mentor memorygel breast implant on (B)(6) 2019.